Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 5.4 inr on the coaguchek xs system while a comparison made on professional meter returned as 3.0 inr. No actions taken based on meter result. No adverse event reported. Requested return of suspect system.

Event description:
It was reported that patient underwent shoulder arthroplasty on (B) (6) 2009. Subsequently, patient reported feeling a pop in his shoulder upon lifting an object. Radiographs taken revealed the humeral tray disassociated from the humeral stem. A revision procedure was performed on (B) (6) 2009 and the trunnion was found to be fractured off of the humeral tray. The humeral tray and bearing were removed and replaced.

Event description:
Caller tested 5.4 inr on the coaguchek xs system while a comparison made on professional meter returned as 3.0 inr. No actions taken based on meter result. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B) (6). (B) (4).

Manufacturer narrative:
The event occurred in (B) (6).